Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 4059294. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although a sample was sent for evaluation, the sample was unfortunately not received at the final destination. We apologize for this inconvenience. If our investigative team is able to locate the returned sample, a new investigation will be completed. Based on the production history review, an exact manufacturing related cause could not be determined for the reported event. This is a very unusual circumstance. The primary packaging is inspected routinely under our quality assurance control sampling procedure and our assembly machine is challenged for missing plunger rods. In the case of a syringe with no plunger rod assembled, the vision system will detect it and reject the syringe. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. The severity of this defect is negligible since it does not affect the functionality of the product as the plunger rod can be screwed in to flush the saline solution. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.1. Street address exceeds character limit: (B)(6) . H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp plunger is loose. The following information was provided by the initial reporter, translated from japanese to english: the plunger is loose. 30-sep-2024- received an email response from complainant for information requested. The occurrence date was not determined. The sample has been returned to taiwan office